Event description:
As provided by the (B)(4) study, it was reported that a patient with multiple cypher stents in the ¿right coronary artery¿ had in-stent restenosis. The patient was treated with a second drug eluting stent in 2012. According to the (B)(4) study database, the patient had two stents implanted. One target lesion was reported to being in the mid lad with a length of 12mm and a reference diameter of 2.25 mm. The eccentric lesion was distal, b1 classification, de novo, and in the native coronary artery. The lesion was anatomically complex due to there being greater than two lesions per vessel. There was a 15 degree bend. There was no thrombosis present and the stenosis rate was 70% with mild/none calcification. Pre-procedure timi flow was 3. Pre-dilation was performed with a non-cordis balloon. A 2.25x13mm cypher rx stent was successfully implanted at the lesion, leaving a post-procedure stenosis rate of 0% and a timi flow of 3. There were no device or delivery issues and there were no complications during the procedure for this lesion. This was the initial stent. The other target lesion was reported to being in cass site 413 (posterior tibial artery)or 14 (dist lad) with a length of 15mm and a reference diameter of 2.75 mm. The eccentric lesion was proximal, b1 classification, de novo, and in the native coronary artery. There was a 10% bend with no tortuosity. There was no thrombosis present and the stenosis rate was 70% with mild/none calcification. Pre-procedure timi flow was 3. Pre-dilation was performed with a non-cordis balloon. A 3x23mm cypher rx stent was successfully implanted at the lesion, leaving a post-procedure stenosis rate of 0% and a timi flow of 3. There was no stent overlap. There were no device or delivery issues and there were no complications during the procedure for this lesion. The patient was discharged two days later.

Manufacturer narrative:
Up to the 12 month follow-up, the patient was compliant on study drug requirements of 80-120%. During all follow-ups up to the 33-month follow-up, the patient had no angina or reports of any adverse events. However, two days after the 33-month follow-up from the procedure, the patient had an onset of severe revascularization in the implanted stents in the ¿right coronary artery.¿ a ptca was performed and a second drug eluting stent was implanted. The patient outcome resolved without sequelae. The product remains implanted and is thus not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant medications: pre and post-procedure medications included clonidine, flomax, folic acid, hydralazine, labetalol, lantus, lisinopril, nifedipine, renagel, and simvastatin. The following medications were given post procedure: angiotensin ii, aspirin, bisacodyl, calcium carbonate, clopidogrel, docusate, nexium, and senna. Concomitant devices: cypher us rx 2.25 x 13 , catalog# cxs13225, lot# 15077633. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 3003742446-2014-00011 and 3003742446-2014-00012.

Manufacturer narrative:
Please note that section of the initial medwatch report was provided incorrectly. The event is an averse event, not a product problem. Please not the change . All other information remains unchanged.

Manufacturer narrative:
Additional information was provided:the cypher stents that were implanted in the right coronary artery (rca) were implanted before the patient was enrolled into the cypress study and had the two cypher stents implanted in the left anterior descending (lad). It was reported that 3 cypher stents were implanted in the rca two months before the patient was enrolled in the cypress study and received two stents in the lad. In 2009, the patient had been admitted for a non st elevation myocardial infarction and subendocardial infarction. Approach was made from the left femoral artery. The target lesions provided in the report were located in the proximal and mid rca. The proximal rca had a stenosis rate of 70% and the mid rca had a stenosis rate of 80%. A 3.5x8mm cypher stent was implanted at the proximal rca with a final stenosis rate of 0%. A 3.5x23mm cypher stent was implanted at the mid rca with a final stenosis rate of 0% as well. During this procedure, it was noted that the mid lad had a stenosis rate of 70% and 60%. No intervention was performed to the lad at that time; however it planned. It was reported at the end of the cath lab report that 3 cypher stents were implanted; however the report only mentioned two stents. It is currently unknown where the third stent was implanted. About two months later, the patient underwent the stenting procedure for the lesions located in the lad. At that time, it was noted that the proximal rca had a restenosis rate of 20%, however they were patent. Two stents were implanted in the lad, a 3.0x23 cypher stent, and a 2.25x13mm cypher stent in the mid vessel. The post stenosis rate for both stent was 0%. About 3 years after the stenting procedure in the rca, the patient admitted due to unstable angina and decreased exercise tolerance. A cardiac cath lab showed critical ostial rca in-stent restenosis and this was the culprit for the acute coronary syndrome presentation. The patient also had non-critical left main, and patent lad stents with a stenosis rate of 40%. The distal circumflex had a stenosis rate of 40%. It was provided that the only 1 rca stent restenosed, the proximal rca stent. The stent had restenosed to a rate of 80%. During the revascularization procedure, ptca, approach was made from the left femoral artery. Then, a non-cordis 3.5x12 balloon was used and a 3.5x12mm non-cordis everolimus-eluting stent. The final stenosis rate after the stent was implanted was 0% with a timi flow of 3. After the procedure, the patient was feeling well additional medications provided: the patient was given angiomax, lidocaine and versed during the initial stenting procedure of the rca stents. The patient was given fentanyl, heparin, lidocaine, plavix and versed during the stenting procedure in the lad. During the revascularization procedure for the rca stents, angiomax, fentanyl, lidocaine, and versed were given. Additional concomitant devices include: nc quantum apex monorail 3.5x12 balloon, and a 3.5x12mm xience v des ¿ rx ¿ multilink vision everolimus-eluting stent. Additional lab/test tests: (B)(6). Correction: the lot and catalog numbers provided in the initial medwatch (3500a) for this complaint was provided incorrectly. The information previously reported in the initial medwatch was for the stents implanted in the left anterior descending (lad), and not the right coronary artery (rca). There is no complaint against the lad stents as they are reported to be patent at the time of follow-up. However, the lot and catalog number for the cypher stents implanted in the rca are currently unknown. Please note that the catalog number (cypher) represents an unknown cypher sold in the us. The exact catalog and lot number of this device are currently unknown. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 3003742446-2014-00011 and 3003742446-2014-00012. Additional information is pending and will be submitted within 30-days upon receipt.

Manufacturer narrative:
Additional information: the 2 stents implanted were documented in the report. There is no documentation of a third stent other than mentioning it, but no make/model/serial of a 3rd stent was listed. It is unknown if the restenosis is with 5mm of the second stent in the mid rca. A physician would need to determine if the restenosis was within 5mm if the stent images are achieved. This is one of two products involved with the reported adverse event and the associated manufacturer report numbers are 3003742446-2014-00011 and 3003742446-2014-00012. Complaint conclusion: as provided by the cypress study site, it was reported that a patient with multiple cypher stents in the right coronary artery (rca) had in-stent restenosis in the proximal stent. The patient was treated with the implantation of a non-cordis drug eluting stent in 2012. It was reported that 3 cypher stents were implanted in the rca two months before the patient was enrolled in the cypress study and received two stents in the lad. In 2009, the patient had been admitted for a non st elevation myocardial infarction and subendocardial infarction. Approach was made from the left femoral artery. The target lesions provided in the report were located in the proximal and mid rca. The proximal rca had a stenosis rate of 70% and the mid rca had a stenosis rate of 80%. A 3.5x8mm cypher stent was implanted at the proximal rca with a final stenosis rate of 0%. A 3.5x23mm cypher stent was implanted at the mid rca with a final stenosis rate of 0% as well. During this procedure, it was noted that the mid lad had a stenosis rate of 70% and 60%. No intervention was performed to the lad at that time; however it planned. It was reported at the end of the cath lab report that 3 cypher stents were implanted; however the report only mentioned two stents. There is no documentation of a third stent other than mentioning it, but no make/model/serial of a 3rd stent was listed. It is currently unknown where the third stent was implanted. About two months later, the patient underwent the stenting procedure for the lesions located in the lad. At that time, it was noted that the proximal rca had a restenosis rate of 20%, however they were patent. Two stents were implanted in the lad, a 3.0x23 cypher stent, and a 2.25x13mm cypher stent in the mid vessel. The post stenosis rate for both stent was 0%. About 3 years after the stenting procedure in the rca, the patient was admitted due to unstable angina and decreased exercise tolerance. A cardiac cath lab showed critical ostial rca in-stent restenosis and this was the culprit for the acute coronary syndrome presentation. The patient also had non-critical left main, and patent lad stents with a stenosis rate of 40%. The distal circumflex had a stenosis rate of 40%. It was provided that only 1 rca stent restenosed, the proximal rca stent. The stent had restenosed to a rate of 80%. It is unknown if the restenosis is with 5mm of the second stent in the mid rca. During the revascularization procedure, ptca, approach was made from the left femoral artery. Then, a non-cordis 3.5x12 balloon was used and a 3.5x12mm non-cordis everolimus-eluting stent. The final stenosis rate after the stent was implanted was 0% with a timi flow of 3. After the procedure, the patient was feeling well. The patient outcome resolved without sequelae. Both products remain implanted; therefore, they are not available for analysis. A device history record (DHR) review of the manufacturing documentation could not be performed since a lot number was not provided. In-stent restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Intra-coronary stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of coronary artery disease. Vessel occlusion and restenosis are well known documented potential complications of this type of procedure and are listed in the IFU as such. Restenosis is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent ptca or placement of a second stent. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.